Event description:
During surgery there was a circumferential rupture of the angioplasty balloon which resulted in part of the balloon being retained in the pt. Update as per complaint form received (B)(6) 2014: "crossed the disease in the left arteries with a guide wire. A 6 mm balloon angioplasty of the sfa and cfa. Angioplasty of the external iliac with 8mm balloon within pressure limits. Balloon ruptured. End of balloon separated from balloon catheter during attempted removal. Attempted retrieval of balloon portion using snare etc; however, unable to retrieve distal portion. The pt was transferred by blue light to the vascular surgical team at (B)(6) for operative removal. The surgeons were unable to retrieve the balloon fragment and instead performed a bypass of the vessel that contained the balloon fragment, the right external iliac, by doing a fem-fem crossover graft."

Manufacturer narrative:
(B)(4). Event is still under investigation.